Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. The user's blood glucose (bg) level was 403 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the user would continue to use the pump until replacement pump is received. A follow up with the contact confirmed that the user's bg level was stable.